Manufacturer narrative:
Device 16 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that twenty appliances from one market unit had starter hole off centered. The consumer provided photographs showing two sides of one-piece precut wafer and reported that a hole of size one-fourth or thirty-two millimeters could be seen by looking through the pouch side, however, the hole looked smaller at the part that attached to the end user's skin. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H3: device evaluated by manufacturer? Has been selected as yes h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: photograph, video and/or physical sample evaluation: there are photographs associated with this case. One (1) sample was received and evaluated. As a result, the defect reported was not confirmed. Batch record revision results: lot: 4c01632 was manufactured on 12/mar/2024, in convex 1 pc line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/oct/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1004090 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 07/oct/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4c01632 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect and as result no additional complaint was identified during this search as per work instruction (wi). Historical nonconformance review: on 07/oct/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿ defect for the lot number: 4c01632 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: testing and inspection of log discs cutting: frequency: every four (4) hours, sample quantity: 2 samples (1 unit per station), acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 20 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an aql of (B)(4). Conclusions: there are photographs associated with this case. Additionally, one (1) sample was received and evaluated. As a result, the defect reported was not confirmed. The review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. No additional complaints were reported for lot affected related to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only)¿. Based on this, no negative trend was identified. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.